Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported issue was confirmed. Problem was resolved after replacement of the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that downstream occlusion seal is cracked. There was no patient involvement.